Event description:
The patient was undergoing a cardiac ablation procedure. The md removed the catheter from sterile packaging and tried to deflect the curve. The catheter did not perform as expected and was returned to the manufacturer's rep who was present in room. It was not placed in patient.